Event description:
It was reported that, during a hip revision surgery, the r3 const 52 mm liner fell out of r3 shell. The procedure was completed, with a delay grater than 30 min, using competitor devices because surgeon had to completely remove liner, shell, and head. The condition of the patient is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the root cause of the stem revision was the ¿patient fell on hip causing the echelon primary stem to break¿. Based on the information provided, the root cause for the reported intra-op failure of the revision constrained liner to lock into place could not be confirmed or concluded. The surgical technique does instruct on proper assembly, debris removal, liner impaction/seating instructions, along with a warning regarding repeated assembly/disassembly of modular components. The patient impact beyond the reported fall, revision, the unanticipated intra-op conversion to competitor components and the 30-60 minute surgical extension could not be determined. It was reported that the ¿patient is recovering well with a competitor device¿. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.